Event description:
Procedure: tram flap. According to the reporter: malformed clip occurred during the case. There was unanticipated tissue loss. There was no additional bleeding. The staff used another device to continue the case.

Manufacturer narrative:
(B)(4)